Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient is at end of life in hospice. They also reported that they were given a magnet to put over the cardiac resynchronization therapy defibrillator (crt-d), but "it's not working" and the device is "beeping" all the time. The device remains in use. No patient complications have been reported as a result of this event.